Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed no other similar product complaint(s) from this lot number. Device not yet received.

Event description:
It was reported that the catheter placement nurse found blood was returned automatically after insertion was completed. She suspected that it may be attributable to damaged valves.